Manufacturer narrative:
(B)(4). It was indicated that the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise and oversensing on the device and right ventricular (rv) lead. As the patient was pacemaker dependent, this resulted in more than two seconds of asystole. As a result, the rv lead was surgically abandoned and the device was explanted as the revision was being performed. No adverse patient effects were reported.